Event description:
It was reported by service report that the zoom handle was cracked, exposing sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: sharp edges on zoom handle.